Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found a complete lead was returned in one piece. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited failure to capture. The right ventricular lead was removed and replaced. The patient was discharged post procedure.